Manufacturer narrative:
Additional information: d9, h3, h6, h10: the device was received for evaluation. During functional testing, the reported 'inoperable' display was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device liquid crystal display (lcd) had failed pixels. The lcd requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable display. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.